Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call to have been hospitalized with diabetic ketoacidosis. Customer's blood glucose reading was unknown. According to the doctor, the customer had a chest infection which caused him to go into diabetic ketoacidosis. The insulin pump was not returned for analysis.